Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
During training with a mannequin, the autopulse platform (sn: (B)(4)) displayed user advisory - ua18 (max take-up revolutions exceeded) error message. The crew changed out to a larger mannequin and the device displayed ua12 (lifeband not present). No patient involvement.

Event description:
Additional information from the customer received on 13 nov 2018: the autopulse platform (sn (B)(6)) issue was resolved by the user. The platform functions as intended.

Manufacturer narrative:
The autopulse platform (sn (B)(6)) will not be returned; as issue was resolved by the customer.